Event description:
This was a diagnostic case. The physician indicated there was nothing unusual about the initial access puncture. The groin was held for approx 5 mins and hemostasis was achieved. In the cardiac surgery ICU (11:35am), an assessment performed revealed a small firm mass under the dressing. An hour later (12:35pm), the pt complained of burning and pain in her right groin with an increase in the size of the mass noted. Ten mins later (12:45pm), there was no increase in mass and the pt no longer felt pain. The pt ambulated with no problems. Following an echocardiogram, the pt again complained of pain in her right groin. At 4:00pm, the pt experienced right groin pain, burning, and nausea. The hematoma (6-8" diameter) was 2 times bigger than previously observed. A femostop was applied for 2 hours. An ultrasound revealed a "shunt" between the artery and the hematoma, that was clotted off. The pt recovered with no further sequelae. The pt was kept in the hosp to have ureteral stents placed (unrelated to hematoma).

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU), was reviewed. Hematoma is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unk whether or not the device was out of specification as it cannot be definitively determined. The root cause, based on available info, is unk as it cannot be definitively determined.